Event description:
The caller reported an issue with the t: slim x2 pump battery not charging. There was no adverse impact to the customer¿s blood glucose level. The caller initially used the recommended charging equipment but had to switch to a different wall adapter and charging cable, resolving the issue. Tandem technical support informed the caller about the use of non-recommended charging supplies and agreed to send a replacement tandem wall adapter and charging cable via two-day shipping. The pump began charging, and no further assistance was needed.